Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number and UDI number), operator of device, initial reporter also sent report to FDA, and if ind/preanda, give protocol # are unknown, no information provided to date.

Event description:
It was reported that the pump alarmed "no disposable" and was resolved by moving cassette over to back up pump. The next morning the back up pump alarmed "no disposable" and the issue could not be resolved through troubleshooting or moving back to original pump. A new cassette was used and went back to original pump and was able to run with new cassette without any further alarm. No further details were provided. No patient injury was reported.